Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first point of suturing during a gynecological surgery, the thread broke. A new product was used to complete the case. There was no patient injury.